Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
The healthcare professional (hcp) reported that the patient didn¿t know if the device was working or not and had not used it in a year. Further information received from the hcp stated that the patient told them her device wasn¿t working and it was turned off and had been since her last MRI about a year ago. It was noted that the device was not helping the patient¿s pain. It was mentioned that the MRI was due to pain and numbness in the legs and it was unknown if it was related to the implant. Additional information received from the consumer reported that she had fallen three weeks after the implant and bent the leads and they saw it on x-ray. The patient tried to use it and charge it and it didn¿t help her back so she stopped using it. It was clarified that the device was overdischarged as the patient had not used stimulation in a year and a half. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#(B)(4). Implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: product type: lead.

Event description:
Additional information was received from the patient on 2017-05-15. The patient reported that after the device was implanted, around 3 weeks she was going to the washer and her walker was in the hallway, took around 2 steps and her knees caved in and she lunged forward to stop the fall and she grabbed the sink and she hit the sink with her upper chest. The patient reported that they tried to adjust the levels to compensate the bent lead many times and did the best they could and she tried using it a long time but it was not helping, so she stopped using it. The patient reported that no the issue was not resolved because new leads would have to be put in and that couldn't be done because of her neuro problems. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was in an over discharged state. The manufacturer representative stated that the patient¿s health had deteriorated and their ins was the least of their concerns, so they let it go dead but now they needed an MRI. It was confirmed that the patient¿s health issues were not related to the device or therapy. No further complications were reported or anticipated.